Manufacturer narrative:
(B)(6). Roche received complaints from customers reporting the generation of false mutation detected results for the exon 20 insertion (ex20ins) mutation when using the cobas® egfr mutation test v2. During in-house testing using customer-provided ffpet samples, an ex20ins false mutation detected result was reproduced for one out of 8 ffpet samples, which was processed following the validated sample preparation method from the instructions for use. Although the majority of cases reported were from users using ffpet samples, the generation of false mutation detected ex20ins results with plasma specimens was reported in one case. A false mutation detected ex20ins result could lead to harm under specific scenarios. Consignees will be notified of the issue with instruction to follow the instructions for use for sample input requirements. Additionally, if an ex20ins mutation detected result is generated with the cobas® egfr mutation test v2, customers must confirm the result with another method (e.g., sequencing or other pcr-based tests). (B)(4).

Event description:
A customer from (B)(6) alleged false positive exon20ins results with tissue samples when testing with the cobas® egfr mutation test v2. As per the information provided: sample 1, a double mutation (exon 19 deletion and ex 20 insertion) was detected with the cobas egfr v2 assay, and when retested with the biocartis idylla, only the exon19 deletion was generated (no exon20 insertion). The results generated with the biocartis idylla were confirmed via ngs (miseq) using swift biosciences accel-amplicontm egfr and sequenced on an illumina miseq. The result was reported as egfr mutation detected. An exon 19 deletion and an exon 20 insertion mutation has been detected. Sample 2, an ex 20 insertion result was detected with the cobas egfr v2 assay; however, no ex 20 ins mutation was detected with the biocartis idylla. No sample was left to perform dna sequencing. The result was reported as exon 20 insertion mutation detected. For both samples one section of 5 micron thickness was used. Retests were performed with new extraction sections. No harm or injury was indicated. An investigation was conducted to evaluate the customer issue.